Manufacturer narrative:
A ge service representative performed an onsite investigation. Onsite investigation included inspection of device footswitch, however no definitive cause of the generator error could be determined. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that there was an 'generator error' message displayed. This error is likely to result I an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.